Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icons appeared on the display of their freestyle flash blood glucose monitor. Although the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the letter.